Manufacturer narrative:
An investigation will be carried out once we receive the complaint device. A f/u report will be provided.

Event description:
A hosp reported that the cot of the iw930jeu cosycot infant warmer was lifting backwards and the base was making an obvious "clicking noise" when the elevator button was activated to go up or down. No pt consequence was reported.